Event description:
A report was received that a patient is not able to charge due to the charger not coupling with the ipg. The patient underwent a pocket revision and the ipg was brought closer to the surface. The patient is reportedly doing fine following the procedure.